Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the groshong catheter products that are cleared in the us. The 510 k number and pro code for the groshong catheter products are identified. Accordingly, this event has been determined to be MDR reportable. A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One x-port isp implantable port with 8 fr. Groshong polyurethane catheter was returned. A visual and microscopic evaluation was performed. The catheter was noted to be broken at the 15 cm depth marking. The distal portion of the catheter was not returned. The broken surface was observed with slight smoothing on one side. An overall elliptical shape was noted to the cross section of the break surface. A catheter split was also noted just proximal to the break. The split was observed with slight smoothing along the sides. The overall damage to the catheter appeared to be circumferentially aligned. Therefore, the investigation is confirmed for the reported catheter break, specifically due to flexural fatigue. The identified break is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown if other patient and/or procedural factors may have contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 7707540j port and catheter approximately one-year post port placement via right internal jugular vein by ultrasound, the insertion site leaked and an x-ray examination was performed allegedly demonstrating a break. It was further reported that the distal catheter segment and port body were removed. This report was received from one source. This event involved one female patient with no reported patient injury.